Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The subject device in this report has been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of the investigation of the foreign matter, it is probable that the foreign matter detected in the air/water supply pipeline is not a part used in the product, but was mixed in the pipeline during the process of use. In addition, it is highly probable that foreign matter is not related to olympus products. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the preparation for use, the air/water supply function was defective. Olympus service operation repair center (sorc) checked the subject device and found that there was a foreign matter in the nozzle. There was no report of patient injury associated with the event.